Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 13 events were reported for this quarter. Product return status 9 devices were received. 1 device was not available for evaluation. 3 devices had investigation types that have not yet been determined. Evaluation findings (results/components) 3 devices: degradation problem identified, wear problem / bearings 6 devices: wear problem / bearings 1 device: no findings available / part/component/sub-assembly term not applicable 3 devices: results pending completion of investigation / part/component/sub-assembly term not applicable product disposition 9 devices: scrapped by stryker 1 device: product not received 3 devices: product disposition is not yet determined additional information 13 devices were not labeled for single-use. 13 devices were not reprocessed or reused.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between october 1 ¿ december 31 2025. This report summarizes 13 events for the failure: detachment of device or device component. - 12 events had problem identified during non-clinical procedure; there was no patient involvement. - 1 event had no health consequences or impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. MFR report # 3015967359-2026-99023. Supplemental rationale. Corrected data: b5, h6, h11. 13 previously reported events were included in this follow-up record. Product return status. 12 devices were received. 1 device was not available for evaluation. Evaluation findings (results/components). 4 devices: degradation problem identified, wear problem / bearings. 7 devices: wear problem / bearings. 1 device: no findings available / part/component/sub-assembly term not applicable. 1 device: no device problem found / part/component/sub-assembly term not applicable. Product disposition. 12 devices: scrapped by stryker. 1 device: product not received.

Event description:
No change.